Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the intervention. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Pain and neurological deterioration are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications during or after onyx embolization. The purpose of this article was to report the feasibility and safety of embolization with onyx for peripheral hemostatic and non-hemostatic endovascular procedures. The authors retrospectively reviewed data on 50 patients (34 males, 16 females, mean age 56 years) who underwent visceral or peripheral embolization with onyx for hemostatic or non-hemostatic purposes. The article notes the following: - four patients experienced pain during onyx injection caused by diffusion of dmso in the vessel. In all cases, the pain was controlled using usual analgesic drugs. - one patient had rebleeding of the embolization site. The patient experienced hemorrhoids due to post embolic rectal ischemia; the recurrence was managed by endoscopic treatment.